Event description:
The farawave ablation catheter was selected for use during the procedure to treat persistent atrial fibrillation (pafib). It was reported that irrigation flow in the catheter stopped during procedure. The device was inside the left atrium at the time of event. The flush line and pressure bag were checked but no issues were found. After removing the catheter from the body, a clotted blood was observed on the guidewire. However, once outside the body, the catheter's irrigation immediately began flowing. The device was reinserted for a cavotricuspid isthmus (cti) ablation; however, irrigation issue recurred. Nonetheless, the procedure was completed successfully with original device. No patient complications occurred. The device is expected to be returned for analysis. Additional information was received. The act was in the mid to high 200. While over 50 lesions were performed at the time of event.

Manufacturer narrative:
The returned farawave was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Based on the product analysis the ar code "difficult to irrigate" was unable to confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat persistent atrial fibrillation (pafib). It was reported that irrigation flow in the catheter stopped during procedure. The device was inside the left atrium at the time of event. The flush line and pressure bag were checked but no issues were found. After removing the catheter from the body, a clotted blood was observed on the guidewire. However, once outside the body, the catheter's irrigation immediately began flowing. The device was reinserted for a cavotricuspid isthmus (cti) ablation; however, irrigation issue recurred. Nonetheless, the procedure was completed successfully with original device. No patient complications occurred. The device is expected to be returned for analysis. Additional information was received. The act was in the mid to high 200. While over 50 lesions were performed at the time of event.